Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 23-nov-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(6), there was the possibility that this phenomenon was attributed to the life of the lamp or the accidental failure of the lamp. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in an unspecified timing, it was found that the lamp socket of the subject device was broken. There was no report of patient injury associated with this event.